Event description:
It was reported that during a da vinci si colon resection procedure, the vessel sealing instrument did not stop bleeding of a mesenteric vessel, the instrument was replaced with another vessel sealing instrument to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. Intuitive surgical contacted initial reported, she indicated that the patient did not suffer any injuries. The patient was recovering well after the procedure. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.